Event description:
It was reported that there was sporadic stimulation. Additional information requested but had not been received as of the date of this report.

Manufacturer narrative:
Product ID 3487a-33, lot# v478465, implanted: 2010 (B)(6); product type lead product ID 3487a-33, lot# v478465, implanted: 2010 (B)(6); product type lead product ID 3487a-33, lot# v007999, implanted: 2006 (B)(6); product type lead product ID 3487a-33, lot# l69129, implanted: 1999 (B)(6); product type lead product ID 3487a, lot# l55602, implanted: 1998 (B)(6); product type lead product ID 3487a-33, lot# v007999, implanted: 2006 (B)(6); product type lead product ID 3708260, serial# (B)(4), implanted: 2006 (B)(6); product type extension product ID 3708240, serial# (B)(4), implanted: 2006 (B)(6); product type extension product ID 37752, serial# (B)(4), implanted: 2006 (B)(6); product type recharger product ID 37742, serial# (B)(4), implanted: 2006 (B)(6);: product type programmer, patient. (B)(4).